Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had an MRI for 60 minutes a day prior to the report and had no breaks. It was reported that they were symptomatic. They were extremely nauseated as soon as they got off the table. Then about two hours later, the groin pain came back on the right side, the sciatic pain came back, and the hip pain came back. There was a report that the patient still had pain symptoms on the day of report and also had pain to the spine. It was reported that they were not as bad this morning but they got worse, hour by hour, yesterday. The patient reported that it started where the leads were and it was all on the right side. Troubleshooting or interventions already performed was that the patient called the neuro surgeon and to their nurse. MRI guidelines were reviewed with a healthcare professional (hcp) as the patient had an MRI to their left hip, three weeks prior to the report. It was reported that they wanted to do an MRI because they were having a lot of symptoms. The patient had an injection in both hips. It was reviewed with the hcp that the patient should be scanned for 30 minutes and then have a 60 minute break and then 30 minutes of scanning. The patient repeated again that they had 2 hip mris where it showed torn hips. After (B)(6), they were now more concerned because the symptoms that they reported were getting worse and last longer. The patient had sciatica and they had all symptoms that they had prior to the device being put in. The patient started having a pain in the middle of their back, right below the middle of their back. Their neurosurgeon told them that was where their leads were. It was reported that the implantable neurostimulator (ins) was off, they had not touched the patient programmer since their MRI. The patient expressed their concerns about not following the MRI guidelines where it was reported that the first and second mris were 2 weeks apart. It was reported that the first MRI was scanned for 30 minutes and then take a 60 minute break but the second MRI was over an hour and it was an open MRI machine. Their symptoms returned by the time they were home. It was reported that there was a recent electromagnetic environmental exposure that could be related to the issue. It was reported to be a sudden change in therapy or symptoms. Everything was wonderful when they were not in pain. The manufacturer representative (rep) reported that the patient turned stimulation back on today and everything appeared to be okay. The patient was feeling much better about the situation at this point and appeared to be okay. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.